Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc for evaluation and the evaluation has been completed. Visual inspection and functionality test of the returned device were performed following bwi procedures. Visual inspection was performed, and a hole was observed on the pebax surface with reddish material inside. Then, the catheter was connected to carto 3 and the catheter was visualized; however, error 106 were observed due to an open circuit inside the tip. The visualization issue reported by the customer was confirmed due to the damage observed on the pebax. The force sensor error observed is not related to the issue reported by the customer. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to visualization issue reported by the customer and the hole in the pebax identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 identified during product evaluation by bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that the catheter had some visualization issues during ablation and the catheter would jump on the screen of the carto® 3 system. There were no error messages displayed on the system. Checked the grounding pad and replaced it, but the issue was still there. Restarted the generator and the issue remained. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 1-aug-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.